Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a day after water vapor therapy the patient had a catheter in place but experienced a spontaneous erection in the morning upon waking and it was extremely painful. The patient experienced relief of benign prostatic hyperplasia (bph) symptoms until about three to four months when he started having trouble completely emptying his bladder as well as erectile dysfunction (ed) symptoms. During the sixth month follow up appointment with the physician, they performed a cystoscopy which found a blockage and swelling, provided relief of symptoms and the ed with the help of cialis. Additionally, the patient mentioned that he is having bph symptoms again. A second rezum procedure to address the recurrent symptoms was recommended.

Event description:
It was reported that a day after water vapor therapy the patient had a catheter in place but experienced a spontaneous erection in the morning upon waking and it was extremely painful. The patient experienced relief of benign prostatic hyperplasia (bph) symptoms until about 3/4 months when he started having trouble completely emptying his bladder as well as erectile dysfunction (ed) symptoms. During the 6 month follow up appointment with the physician, they performed a cystoscopy which found a blockage and swelling, provided relief of symptoms and the ed with the help of cialis. Additionally, the patient mentions that he is having bph symptoms again. A second rezum procedure to address the recurrent symptoms was recommended.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, a day after water vapor therapy, the patient had a catheter in place but experienced a spontaneous erection in the morning upon waking and it was extremely painful. The patient experienced relief of benign prostatic hyperplasia (bph) symptoms until approximately 3 to 4 months post-procedure. At this time, he started having trouble completely emptying his bladder and experienced erectile dysfunction (ed) symptoms. During the 6 month follow up appointment with the physician, cystoscopy which found swelling and a blockage due to tissue being present again. Medication to help mitigate the ed was prescribed. Additionally, the patient noted that he was experiencing bph symptoms again. A second rezum procedure to address the recurrent symptoms was recommended.